Event description:
It was reported to philips that the azurion system did not bootup completely. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) inspected the system remotely and confirmed that system did not bootup completely. After reviewing the log file, rse found the system had the software bug problem. Upon some troubleshoot rse found software had crashed. Rse advised customer to reload the software. Customer reloaded the software. After reloading the software, the system returned to use in good working order. The codes were updated based on the investigation outcome.